Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was experiencing a loss of therapy. It was stated that last night, he was doing fine until just before bed. His speech started to slur and woke up with tremors in both his arms and hands. The caller stated the patient programmer (pp) did not seem to be doing anything as she couldn¿t get it to change programs. During the call, the patient synced with the pp and a poor communication screen was shown. The patient resynced and saw 'ins battery low' screen and an alert symbol blinking to the right of the empty battery symbol. The patient was advised to charge the ins. When attempting to recharge, the caller reported a 'reposition antenna' screen. After troubleshooting, the caller stated the ins was off. There was initially 8 coupling bars, then went to 2, then back to 8. It was reviewed that the patient's therapy was off because the battery was too low, causing the return of symptoms. The caller was advised to contact the healthcare professional for guidance on turning the ins back on after it was charged. No further complications were reported/anticipated.